Event description:
It was reported, the customer was having issues with air bubbles in the reservoir. Customer's father stated every time customer has issues with her blood glucose she noticed air bubbles in the tubing. Bubbles tend to occur after the first or second day of wearing a new set. Customer's blood glucose has been less then 300 mg/dl. Customer's father there was an air bubble that took up eight inches of the tubing and other times they are small bubbles. The device was not rewound with the reservoir in place. Customer's father all ready rewound and primed the device until the bubbles were no longer visible. Customer's father stated insulin was stored in the fridge and they do not let it get to room temperature before using it. Sensor was also giving inaccurate numbers. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.